Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value was unknown. Troubleshooting was not performed. Customer stated that the crack at back of insulin pump and unsure of leading event. Customer also states the insulin pump had unexpected battery change alarm. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.